Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being treated by paramedics due to low blood glucose of 32 mg/dl. Customer refused to be taken to the hospital. Customer reported to have been unconscious. Customer treated low blood glucose with food and reported to have experienced low blood glucose on four different occasions and believed that the insulin pump was over delivering insulin. Troubleshooting was performed and customer was advised that the insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.